Event description:
It was reported that the patient experienced unspecified issue with ams 800 artificial urinary sphincter (aus). A new aus cuff was placed at the bulbous urethra using perineal approach . Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced unspecified issue with ams 800 artificial urinary sphincter (aus). A new aus cuff was placed at the bulbous urethra using perineal approach . Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
H6: corrected.